Event description:
The complainant reported a patient of unknown race or ethnicity, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the medical team noted the oscor sheath had migrated back when preparing to remove the peel away sheath. A hematoma had formed at the impella access site as a result. The sheath was peeled away, and the repositioning sheath was advanced per protocol. The hematoma softened and was stable. Oozing was observed at the suture site and the groin was dressed per standard protocol and hemostasis was achieved. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.